Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter after a colostomy closure, the patient had to bring back to surgery and found the staple line open. Patient status : unknown.